Event description:
It was reported that the device stored episodes of noise on electrogram. Provocative testing was negative and saw no issue with the device or leads. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4244 competitor implantable pacing lead (B)(6) 2000. (B)(4).